Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient remained in the ICU where the lifevest was temporarily removed following the defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4) - (B)(6) 2014. Electrode belt (B)(4) - (B)(6) 2012. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event while in the hospital ICU. Rapid atrial flutter contributed to the false detection. The patient reportedly elected to stop pressing the response buttons as he was symptomatic and to let the device treat him. The response buttons were pressed after the defibrillation. The lifevest was removed after the defibrillation event, but may continue to wear.